Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the xenon light source exhibited a worn-out scope connector and liquid was found inside the gas tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the front panel flickers due to the worn scope connector. Based on the results of the investigation, it is likely that the liquid enters inside the gas tube due to the worn scope connector. Based on the results of the investigation, the root cause was unable to be determined as to why the front panel has liquid intrusion reaching to the board. Olympus will continue to monitor field performance for this device.